Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer¿s blood glucose level. Cts assisted the caller with inspecting the pump and cleaning the pneumatic tap area, followed by successfully filling and loading a new cartridge, allowing the caller to complete the load process and resume insulin delivery.